Event description:
Following placement of a carotid stent, an angio-seal device was used to close a right femoral arteriotomy. Post implant the pt complained of leg pain, headaches, and developed sores on the right leg. The pt was seen by a dermatologist who prescribed antibiotics that did not resolve the issue. The pt was seen by a cardiovascular surgeon and underwent surgery for a potential allergic reaction to the angio-seal. Surgical intervention revealed fibrotic tissue and micro-fibers in an encapsulated area. The debris was removed and the femoral artery was repaired. A biopsy was also performed from a sore on the leg. Some of the sores went away, and some persisted after the removal of the angio-seal. The pt had an appointment scheduled with a neurologist for persistent leg and head pain. Additional info was requested and not received.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) states that potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., (B)(4)). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The angio-seal device instructions for use (IFU) cautions the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred may cause infection. Any sign of infection at the puncture site should be taken seriously and the pt monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected. The angio-seal device instruction for use (IFU) states that the angio-seal kit is supplied sterile in a poly bag. The bag includes a sealed tray containing the angio-seal components. The angio-seal is labeled sterile.